Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Image acquisition system (ias) was powered on and confirmed the collimator was failing to initialize upon start up. The inner covers were removed along with the collimator cover to inspect the collimator. It was observed during the collimator's homing process that the x and y blades were moving, but the filter ladder failed to move, resulting in it failing its homing process and failing to initialize. An attempt was made to manually move the filter ladder to see if it had seized, but it could not be moved manually. A new collimator was installed upon arrival. During the installation process, damage was also discovered to the cabling between the rotor motion controller and the collimator in the form of cracked sheathing that left frayed and exposed wiring. After installation of the new collimator, calibrations were performed for alignment and system identifier with success, followed by several test images for image quality before the unit was returned to the customer for patient use. B01,c07,d02 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not spinning when attempting to take an image. There was no patient involvement.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000875, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Not s pinning." Collimator was tested by using heustis collimator tester. Bench test passed; homing and burn-in test passed and was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.